Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, with the first proglide device, a cuff miss [suture retrieval issue] occurred. With the second proglide device, the footplate did not fully close. Efforts to advance to close were not successful. The device was removed against resistance and damage to the vessel was noted. A cutdown, with manual suturing, was performed, to close the vessel and achieve hemostasis. No other device was attempted to be used. The sheath was upsized to a 16f sheath, and the evar procedure was completed. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.